Manufacturer narrative:
Concomitant medical products: product ID neu_ptm_prog, product type: programmer, patient. (B)(4).

Event description:
It was reported that sometime after their device was implanted they had a sneezing attack and their ¿wires moved up¿ and caused the stimulation to ¿be bad.¿ the entire system was replaced on (B)(6) 2006. The issue resolved after the replacement.